Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. (Dhrs) (device history review) for the fs libre sensor and fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿wait 60 minutes¿ message from her adc freestyle libre sensor. She further reported that on (B)(6) 2019 she received the message from the device and began to experience unspecified ¿low symptoms¿ with a resultant loss of consciousness. Customer was taken to a hospital where she was admitted, diagnosed with hypoglycemia and treated with oxygen and an intravenous infusion ¿to bring sugar up¿. Customer was discharged the next day. On (B)(6) 2019 she went back to the hospital, but no treatment was reported. On (B)(6) 2019 she again went to the hospital where an hcp meter result of 267 mg/dl was received on an unspecified device. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿wait 60 minutes¿ message from her adc freestyle libre sensor. She further reported that on (B)(6) 2019 she received the message from the device and began to experience unspecified ¿low symptoms¿ with a resultant loss of consciousness. Customer was taken to a hospital where she was admitted, diagnosed with hypoglycemia and treated with oxygen and an intravenous infusion ¿to bring sugar up¿. Customer was discharged the next day. On (B)(6) 2019 she went back to the hospital, but no treatment was reported. On (B)(6) 2019 she again went to the hospital where an hcp meter result of 267 mg/dl was received on an unspecified device. No additional treatment was reported. There was no report of death or permanent injury associated with this event.